Manufacturer narrative:
(B) (4). This report is being submitted late due to a delay by a MFR employee. Training is in place.

Event description:
The pt reported jolting and pain in the faces. Impedance testing, x-rays and reprogramming were tried without success. It was reported that impedances were high and also that there were short circuits; it was determined that the lead was probably broken. The battery was also depleted, no longevity calculations were done; it was considered normal depletion. The system was replaced. The pt was reported to be doing much better.